Event description:
The ortho summit sample handling system instrument reportedly pipetted insufficient sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found plunger clamps 2, 3, 5, 7 and 8 failed pull force test and tip clamps were dirty. Fse replaced plunger clamps and tip clamps. The instrument was tested without further problem and it was returned to expected operation.